Manufacturer narrative:
H.6. Investigation summary: DHR: the lot was manufactured on nexiva line 1 for a total of (B)(4) from 16nov18 through 24nov18. All challenge, set up and in process samples were performed in accordance with the control plan and all passed per specifications. No quality notifications were initiated during production. Received a total of 211 nexiva 20ga units from lot number 831990, the units were received as follows: (B)(4) were received within sealed packages and inside dispensers. (B)(4) were received within sealed packages but on miscellaneous boxes. 1 fully disengaged tip shield-grip-needle assembly with no packaging material. Visual/microscopic evaluation: no evidence of physical-mechanical damage was observed on any of the received units. Functional sealed units: all units were manually disengaged without resistance. No signs of adhesive or damage was observed. Open unit: the needle was pushed into the out position then disengaged again, no resistance or grinding was felt and no signs of adhesive or damage was observed. Indeterminate: the failure described in the incident report could not be confirmed or recreated in the laboratory. No physical-mechanical damage was found and the unit successfully disengaged without resistance during simulation. H3 other text : see section h.10

Event description:
It was reported that during use of the bd nexiva¿ closed IV catheter system the needle will not readily disengage from the catheter.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that during use of the bd nexiva closed IV catheter system the needle will not readily disengage from the catheter.